Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2016 a patient¿s (pt) parent called to report that the pt is a long time contact lens (cl) user. The pts parent reported that the pt bought 4 boxes of acuvue oasys for astigmatism brand contact lens, but only used the trial lenses. The pts parent reported that in (B)(6) 2016 the pt used the trial lenses and after 5-6 days of use the pt had discomfort, redness, irritation, pain, swelling, discharge, and sensitivity to light and the pt ¿cannot see very well.¿ the pts parent also reported that the pt went to the eye care provider on (B)(6) 2016 and was diagnosed with a corneal ulcer. The parent reported that the pt was prescribed vigadexa 1 drop every 4 hours for 7 days and lacrifilm 1 drop every 4 hours. On 22dec2016 a call was placed to the pt and the additional information was obtained as follows: pt reported symptoms of red and itchy od that started in (B)(6) 2016 after starting use of the oasys for astigmatism brand contact lenses. The pt reported that the symptoms escalated in (B)(6) 2016 after wearing the lenses for about 15 days. The pt reported that the od was very swollen. The pt reported that he/she went to the eye care provider (ecp) on (B)(6) 2016 and was diagnosed with a corneal ulcer od. The pt reported that the od is better, but still a little swollen. The pt reported that he/she has a wear schedule of 30 days and does not sleep in the lenses. The pt reported that he/she used a multi-purpose solution for disinfecting the lenses. A call was placed to the pts treating ecp for additional information, but no additional information has been received. The lot # is unknown as the pt was using trial lenses and the package of suspect product was discarded. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.